Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequences. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose level was 355 mg/dl. Reportedly, the customer used a backup insulin pump as alternate insulin therapy until replacement arrived.